Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03864 / and 03865).

Event description:
It was reported that patient underwent a slap tear procedure on (B)(6) 2015. During the procedure the suture broke while tying knots for both 1.4 jugger knot anchors. Fixation was not possible, the sutures were cut and removed and the anchors remained in the patient. The procedure was completed by drilling new holes and using additional 1.4 jugger knots.